Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "fluid" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implant rupture and fluid and silicone in lymph nodes".

Event description:
Patient reported left side "implant rupture and fluid and silicone in lymph nodes," MRI confirmed and "pain in shoulder and armpit." Also "experiencing pressure sensation, rashes and migraines," which were determined not to be device-related. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. The events of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture and lymphadenopathy.

Event description:
Subsequently, physician reported capsular contracture. Pathology report identified "fibrous-cystic mastopathy and MRI identified "possible silicone lymphadenopathy in left axilla and parasternal region."